Event description:
It was reported that a patient experienced a cerebral infarction following the completion of their procedure due to tissue. Surgical intervention was required to remove a thrombus. The patient has residual paralysis and speech difficulty as a result of the adverse event. It was reported that a faradrive sheath was selected for use. An initial farapulse pulmonary vein isolation and posterior wall ablation procedure to treat persistent atrial fibrillation occurred with a patient under general anaesthia. The patient had previously undergone aortic arch replacement in (B)(6) 2025. They had no known history of stroke. The versacross connect faradrive was selected to complete the transseptal puncture (tsp) portion of the procedure. The access system was used with a faradrive sheath. The tsp was completed. After using the versacross connect faradrive, tissue-like material was observed in the left atrium via echocardiogram. While confirming its presence through ultrasound, it was released within the left atrium. The pulmonary vein isolation was performed, and the procedure was completed without creating a post-map. The patient did not awaken easily after surgery, so an MRI was performed and an abnormal object was found in the head. A procedure was performed to retrieve the thrombus. Collagen-like tissue was recovered. The patient was unable to speak postoperatively but has reportedly recovered to the point of being able to speak. The patient was admitted to the intensive care unit (ICU) and their hospital stay was extended. The patient has residual paralysis throughout their body but is able to communicate to a limited extent. They have received additional hyperbaric oxygen therapy and have not been discharged from the hospital. Analysis of the modalities used during surgery suggested that some tissue was caught in the gap between the dilator and sheath, and a transseptal puncture was performed as is. Through analysis, the tissue was determined to be atrial septal tissue from the right atrial side of the septum.